Event description:
Information received suggests that patient underwent revision hip arthroplasty due to infection. Review of invoice history and operative report confirmed that a revision hip arthroplasty occurred on (B)(6) 2009. Further follow-up revealed that the revision on (B)(6) 2010 was due to infection and that patient had a history of infection. It is not known when the components removed during the revision were implanted as the procedure was performed by a different doctor. There have been no subsequent revisions since the (B)(6) 2009 revision. No further details have been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification needed to review device history records and sterile certifications was unavailable. This report filed (B)(6) 2010.